Event description:
Patient having dissection of low anterior colon for diverticulitis. Per the surgeon's op note: dilators were first passed up through the anus, then the stapler was brought up to the staple line. Spike was brought out anterior staple line. The anvil and spike were joined and anastomosis attempted to be performed. After the stapler had been closed and secured, the firing button was pressed with the stapler. The stapler made electronic sound, but did not complete full electronic sound. There was no evidence that the stapler had fully fired and it appeared that the stapler had fired incorrectly. The clinical representative was contacted and there was nothing that could be done. The stapler was opened and the anvil separated from the eea portion of the stapler. There was no anastomosis that was seen. However, there were some staples that could be seen on the rectal side. The purse-string could be seen tied around the anvil and was healthy in appearance. A new eea stapler was then passed through the anus and brought up to close the staple line. The spike was brought out through anterior staple line and there was a small portion at the end of the rectum where the stapler could not be fully reached and the anvil and spike were joined and anastomosis performed. There were two good doughnuts. Air insufflation tests revealed no evidence of any leak. The anastomosis appeared healthy with no evidence of any abnormalities. Per rn report: surgeon went to do the anastomosis with the ethicon 29 eea powered stapler and it did not fire, it got stuck for a little bit. Representative for ethicon was called to try and rectify the situation. Stapler was red bagged to give back to representative from ethicon and new stapler had to be used with additional time on surgery. Per scrub tech: after the echelon eea stapler was closed and secured, the surgeon pressed the firing button and didn't make a full electronic sound. The stapler failed to fully fire. Representative was called and notified and advised to open and separate the anvil to the stapler and re-do with a new stapler.